Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during t11-l2 revision l3-5 lateral l5-s1 tlif t10-ileum fusion surgery, they removed monarch bolts and band clamps, fused t10- ileum and used rod connector. When placing the set screw, the rod was not fully seated causing upward stress on the set screw resulting in shearing off the thread. The set screw was then removed, rod then fully seated into the connector. Set screw was replaced, torqued, with no further issues. Fragments were generated and were easily removed. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: unknown rod (part # unknown, lot # unknown, quantity# unknown). This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # ==> (B)(4).